Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system was oversensing and delivering inappropriate therapy to the patient three months after the initial implant. The transvenous defibrillation lead was taken out of service and replaced with another transvenous defibrillation lead. This information was not reported to cpi at that time. Eleven months after the lead revision, the system began to oversense again. An invasive procedure was performed and it was noted that the pace/sense portion of the lead was fractured and a piece of troque wrench was broken off and lodged in a setscrew (apparently from the implant procedure eleven months earlier).